Event description:
It was reported that following the balloon inflation to deploy the stent, the physician could not visualize the stent in the vessel under fluoroscopy, nor could the stent be seen with "ivus" within the vessel. Fluoroscopy was used to scan the patient, and the sterile drapes, tables, and packages were checked, but the stent could not be found.